Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for no image is displayed could not be determined. The event can be prevented by following the instructions for use which state: chapter 8 care, storage, and disposal. After using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had the power button jammed and no image was present. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the power switch was faulty and there was no image, the front panel chassis was corroded and needed replacement, the video socket was broken, the device software needed upgrading, and the device had dust accumulated inside. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.